Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the device was used for about three hours, then solid tone occurred. Opened another device to complete the case. There was no consequence to patient.